Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that the superficial femoral artery (sfa) and the tibioperoneal (tp) trunk artery were treated during this case. The spartacore guidewire failed to cross the sfa and perforated the sfa on closure passage. The bleeding/perforation was also related to one of the dilatation catheters. There was no device deficiency related to the perforation. The perforation was treated with a covered stent and it resolved the same day. The 2.0x40 mm armada 14 balloon dilatation catheter was prepared correctly and met resistance with calcified anatomy during advancement to the tp. The armada ruptured with the first inflation at 14 atmospheres of pressure due to the calcium. There was no adverse patient sequelae or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.